Event description:
It was reported the patient did not maintain the scs system as recommended. Additionally, the patient stopped using the system over a year ago. As a result, the ipg is inoperable. In turn, the patient underwent surgical intervention to have the system explanted and replaced (different model). Effective stimulation was restored post-up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.